Event description:
It was reported that a spectrum iq infusion pump failed a downstream occlusion test (high) during programming/setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "failed downstream occlusion test (high)" was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was an out of calibration force sensor. The force sensor is required to calibrate to address the issue. Should additional relevant information become available, a supplemental report will be submitted.